Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's contact reported that there were various times in the past when fluid leaks were noticed, but never reported. There was no reported harm indicated by the contact during the reporting call. In a follow-up the patient's pd nurse verified that the patient did not have any kind of harm, intervention or adverse event in association with any fluid leaks. The cycler is not available to return as a sample.